Event description:
Customer reported that when a set was primed a leak at the location of the roller clamp was noted. The model number was not known. Further attempts were made to obtain additional information; however, no other details were provided.

Manufacturer narrative:
(B) (4). (B) (4). (Date of event): sometime the week of (B) (6) 2009. The reporter indicated the set was most likely discarded. The lot number was not provided; therefore, a lot history record review could not be performed.